Event description:
When I take the tampons out they are falling apart- vagina [foreign body in reproductive tract]. Tampons falling apart [device breakage]. When I take the tampons out they are falling apart [complication of device removal]. Case description: consumer reported via phone that the tampon was falling apart during removal. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
When I take the tampons out they are falling apart- vagina [foreign body in reproductive tract] tampons falling apart [device breakage] when I take the tampons out they are falling apart [complication of device removal] case description: consumer reported via phone that the tampon was falling apart during removal. No serious injury was reported.